Event description:
A user facility reported to olympus that an "e224," scope communication error occurred and the subject image could not be recognized. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. Additionally, the evaluation found that the cable failed the leak test, the rear cover label was noted faded and the rear cover packing was noted chipped. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code (e224) indicates failure to communicate with camera head. It¿s likely the error code (e224) is due to a faulty cable. The root cause of this event was unable to be identified. Additionally, the evaluation confirmed the camera head had poor image quality. However, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.